Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoprosthesis component migration.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging reportedly revealed a loss off distal seal by the 20mm contralateral leg component (plc201200j/12555476) on the left side, with proximal migration of the endoprosthesis (distance unknown). Aneurysmal enlargement (amount unknown) was also reported. On (B)(6) 2018, an additional excluder® contralateral leg component was implanted to restore distal apposition on the left side. A final procedural angiograph revealed no endoleak. The patient tolerated the procedure.